Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt, perforation of the ivc, and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately five years post vena cava filter deployment a CT scan demonstrated the filter perforated, migrated and tilted. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years post filter deployment, CT revealed filter struts about the margin of the inferior vena cava without significant penetration into adjacent structures. The top of the filter tilts toward but does not contact the left posterolateral margin of the inferior vena cava. The filter hook was at the level of the more inferior right renal vein. Retrievable ivc filter tilted posterolaterally with the retrieval hook at the level of the lowest right renal vein and tilting toward the left posterolateral margin of ivc. No significant strut penetration. Ventral struts contact but do not penetrate the posterior margin of the duodenum. Therefore, the investigation is confirmed for filter tilt and unintended movement. However, the investigation is inconclusive for perforation of the ivc and filter migration.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2012), (device: 3026).

Event description:
It was reported that approximately five years post vena cava filter deployment a CT scan demonstrated the filter perforated, migrated and tilted . There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, struts perforated into the organs, tilted and embedded in the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post vena cava filter deployment a CT scan demonstrated the filter perforated, migrated and tilted. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, struts perforated into the organs, tilted and embedded in the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.